Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the lower display hinges were worn out, the display was missing pixels, and the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer was returned for repair. Follow up attempts were unsuccessful in determining a specific repair request. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.